Event description:
It was reported that when the non-preloaded monofocal intraocular lens (iol) was inserted into the left eye, it did not seat correctly. The lens was cut out and another johnson and johnson iol was implanted (za9003, 23.0 diopter). Sutures were placed. The patient had no averse effects and there was no patient injury. The patient is doing well post-operative. The lens was discarded. No further information was provided.

Manufacturer narrative:
Section a3b: gender: unknown/not provided. Section a4: weight: unknown; requested but not provided. Section a5: ethnicity: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.